Event description:
It was reported to medtronic minimed that the customer experienced scratches on screen making it hard to read, battery rejections, and battery not lasting 7 days, randomly popping up on screen and reseting pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a minor scratched lcd window. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. The pump was monitored, no charge/battery lasts less than expected, failed battery alert/battery failed alarm and pump malfunction (randomly popping up on screen and resetting pump) noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm or battery related alarms/alerts recorded in the formatted history file on the event date 06-oct-2025. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2025 19:51:00 after more than 7 days at 15.49 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. No unexpected charge/battery lasts less than expected and failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 06-oct-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 21:02:00.000, on (B)(6) 2025 22:08:00.000, on (B)(6) 2025 23:49:00.000, on (B)(6) 2025 23:59:00.000, on (B)(6) 2025 04:07:00.000, sensor expired alert (794) was found on: (B)(6) 2025 08:21:23.000, sg calibration error (776) was found on: (B)(6) 2025 07:34:37.000, on (B)(6) 2025 07:35:03.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.51 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for charge/battery lasts less than expected, failed battery alert/battery failed alarm and pump malfunction (randomly popping up on screen and resetting pump) were not confirmed. Cosmetic damage was confirmed at the screen of the pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.